Event description:
It was reported that the patient experienced an infection at the device pocket. It was noted that the event occurred post-operatively. Antibiotic treatment was necessary. An incision and drainage of the pump incision site was scheduled for (B)(6) 2014. The patient status at the time of this report was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine. It was later reported that the issue was considered to be a seroma, not an infection. The reporter did not believe that a culture was done. Surgical drainage of the seroma occurred on (B)(6) 2014. At the time of this report on (B)(6) 2014, the issue was considered to be resolved. The patient continued to receive effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8700v, lot # j90074472, implanted: (B)(6) 1991, product type catheter. (B)(4).